Manufacturer narrative:
The patient's weight has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was replaced and the lcd (liquid-crystal display) screen was not functional. The ventricular assist device (vad) numbers could not be seen on the screen.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the lcd screen not functioning was confirmed. The system controller (serial #: (B)(6)) was returned for analysis and a blank lcd was noted. The system controller was then opened, and the internal connections were inspected; however, no issues were found. The lcd was replaced with a test lcd, which temporarily resolved the issue. The system controller was then able to undergo preliminary and functional testing and operated as intended. The original lcd was visually inspected, and no issues were observed. Another test lcd was fitted to the controller and the lcd was not functioning. This was repeated with several test lcds which all yielded the same results. The lcd printed circuit board (pcb) was then suspected to be the cause of this intermittent issue. The lcd pcb was replaced with a test pcb and the lcd was now able to function as intended. Several test lcds were fitted to the controller and were now were all functional. The issue was isolated to the lcd pcb. The lcd pcb was inspected for damage and no anomalies were noted. A digital multimeter was used, and it was determined that the d10 component on the lcd pcb was the issue. D10 was replaced with a working d10 component, and the lcd was now bright as intended with the original lcd pcb. The root cause for the reported event was conclusively determined to be due to component d10 on the lcd pcb of the system controller. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer on 19nov2020. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.